Event description:
Customer reported video issues. No pt injury.

Manufacturer narrative:
The service rep found a pin in lemo connector pushed back, replaced cable asm. Also replaced coupler of steering shaft due to screws being stripped. System functional as intended.